Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a 5-10 millimeter variance of the screws on the entire left side of the construct (l2-s1). The manufacturer representative mentioned all the left side screws were inferior to the plan, but did not classify it was a mismatch. The site proceeded with the case. There was no impact to patient's outcome and there was no surgical delay time. Additional information received from a manufacturer representative reported that troubleshooting was completed. The representative r everified the tools, ensured all spheres were clean, ensured the reference frame was seated correctly, acquired new snapshots, and coached proper surgical technique.

Manufacturer narrative:
H3, h6). The system was serviced in the field. In summary, the system performed as intended and no faults were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.